Event description:
Multiple tubes broke during centrifugation (12). One tube broke and cut phlebotomist while trying to uncap. No stitches required. Sample was negative for hiv. Routine testing and folowup will occur as per hosp protocol. All results confidential.